Event description:
The pump was replaced with a pump with a larger reservoir as the patient was having the travel by ambulance every 2.5 weeks for a refill. The patient is reported to have recovered without sequela.

Event description:
The pump was explanted after an implant duration of 38 months, no reason for the explant was given. The pump was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.